Event description:
The (B)(6) distributor marketing manager reported that one of the two iol cutter blades broke off while the surgeon was cutting an implanted restore iol in the anterior chamber of the eye while explanting the lens. The blade was removed and there was no reported pt impact.